Manufacturer narrative:
(B)(4).

Event description:
It was reported "suspected abrasion, ap cal key data not read". Additional information states "leak test completed and iab failed. Iab removed without difficulty". The customer reports that to continue therapy another iab catheter was inserted. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "suspected abrasion" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "suspected abrasion, ap cal key data not read". Additional information states "leak test completed and iab failed. Iab removed without difficulty". The customer reports that to continue therapy another iab catheter was inserted. No patient injury or consequence reported. The patient's current condition is reported as "fine".